Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: there was evidence of short battery life, battery alarms, por events and 128 alarm warnings observed in the black box. The battery cap "coin slot" was found to be damaged. There was evidence of moisture contamination on the battery cap contact hub. The battery compartment was also observed to be cracked. There was also evidence of moisture contamination found inside the battery compartment. Due to moisture contamination and battery cap/compartment damage; the intermittent power issue was duplicated. A test battery cap was used for all testing. The current draws were found to be within specification and the pump passed the leak test. There was no evidence of additional moisture or loose components found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.